Event description:
This right atrial (ra) lead was explanted and replaced due to noise and loss of capture (loc) with high thresholds. This ra lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The lead has not been returned by the customer; therefore, no product analysis could be performed. Review of evidence submitted by the field indicated that this lead had fractured near the clavicle. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported noise and loss of capture (loc) with high thresholds was likely the result of the lead damage observed by the laboratory.

Event description:
This right atrial (ra) lead was explanted and replaced due to noise and loss of capture (loc) with high thresholds. This ra lead will not be returned for analysis. No additional adverse patient effects were reported. Additional information received indicated that the previously reported clinical observations were attributed to right atrial (ra) lead fracture due subclavian crush near the terminal pin. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
This right atrial (ra) lead was explanted and replaced due to noise and loss of capture (loc) with high thresholds. This ra lead will not be returned for analysis. No additional adverse patient effects were reported. Additional information received indicated that the previously reported clinical observations were attributed to right atrial (ra) lead fracture due subclavian crush near the terminal pin. No additional adverse patient effects were reported.